Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06897. It was reported that when asymptomatic patient presented for follow up in clinic, intermittent oversensing causing false atrial tachy episodes was noted on right atrial lead. The review of electrograms revealed false noise on both atrial and ventricular lead. No intervention was performed or planned in future. The patient was stable.